Event description:
Caller reported a malfunction on the pump that resulted in blood glucose levels exceeding 500 mg/dl, though the specific value was displayed as "high." To address high blood glucose, customer performed a corrective injection via mdi and did not require third-party assistance. Tandem technical support decided to send a replacement pump, ensured the customer would use mdi as backup therapy to prevent interruption in insulin delivery, and provided instructions for using the replacement pump and returning the problematic one.